Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was at elective replacement indicator (eri) early. The device was explanted and replaced. It was also reported that the left ventricular (lv) lead had high thresholds and was not capturing when checked during the procedure. The lead was disabled and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d334trg ICD implanted: (B)(6) 2012. (B)(4).